Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose levels (375 mg/dl), and moderate ketones. The cause for the reported elevated bg levels was unknown. Customer was treated through an insulin drip, and released from the emergency room the same day. Reportedly, the customer's bg level was in range at the time of being released from the emergency room and the customer has been using manual injections for insulin therapy.